Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) on (B)(6) 2025 due to the infection that was site related. The blood glucose level was 459 mg/dl. The patient also had a large bump on the insertion site that was suspected to have been caused by ifs (infusion set) being inserted in the skin. The patient was treated by hcp (health care professional) with manual injection. The patient stayed for four hours in the hospital. No further information is available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint 2192599 has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6002652 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6002652 was manufactured according to the work instruction (wi) version 94 packaging in the multivac 10 on 06/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/may/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires advanced medical intervention e.g., i.v. Antibiotics, surgical debridement or excision) and lot 6002652 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.